Manufacturer narrative:
Result: known inherent risk of procedure. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The commander delivery system was returned to edwards for evaluation. The delivery system was returned inserted through the ascendra+ sheath and loader. Visual inspection revealed a balloon burst in both the radial and longitudinal directions. No balloon pieces appeared to be missing. A slight bend in the guidewire shaft was also noted. No signs of flex tip damage was observed. And no damage to the sheath distal tip was observed. Dimension analysis of the single wall thickness was performed along the balloon tear. All measurements met specification. No functional testing could be performed due to the condition of the returned device. During the balloon manufacturing process, the balloon dimensions are 100% inspected, including the balloon diameter and wall thickness. The balloon component is also 100% visually inspected for defects including witness lines and contamination, crow¿s feet, scratches gel-spots and fish eyes. The delivery system undergoes 100% inspection during the pleat and fold process. The entire device is also 100% visually inspected for visual defects. The delivery system undergoes leak testing. Following the leak test, the balloon cover and inflation balloon are inspected for any damage. A balloon burst pressure test is also performed on sample devices during the product verification testing. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported event. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. The report of the balloon burst was confirmed based on the condition of the returned device. However, review of the available information did not reveal any manufacturing non-conformances that could have contributed to the event. The report of the withdrawal difficulty through the sheath was also confirmed based on the visual inspection of the returned device. In this case, the exact cause of the balloon burst during valve deployment and subsequent withdrawal difficulty cannot be confirmed. Procedural factors (manipulation of the devices), in addition to patient factors (mild annular calcification, moderate native leaflet calcification and mild aortic root calcification) likely contributed to the balloon burst. The cause of death is unknown as no autopsy was performed and additional information was not forthcoming. However, the death may be related to the patient factors (ef 30%, cri on dialysis). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during a transaortic tavr procedure using a commander delivery system, access was obtained without issue. During the deployment of a 26mm sapien 3 valve, the delivery system balloon ruptured. Difficulties were then encountered while attempting to withdraw the delivery system due to the balloon catching on the sheath. A variety of moves were employed while attempting to withdraw the device; however, it could not be removed. During this time, a visible mild paravalvular leak (pvl) was noted. It could not be determined how much the wire was affecting the pvl and if there was a need to post dilate the valve. After careful discussion, the decision was made to bring the sheath back and pull the delivery system out through the aorta through the purse string and then quickly insert another 24fr sheath under rvp. Upon delivery of the second sheath there was minimal bleeding, which allowed the team to pull the wire and assess the pvl. The pvl was determined to be trace and no further actions were taken. The second sheath was removed with rvp and the access site was closed. After the case, a continual echocardiographic review of the valve was performed and an ¿artifact¿ was observed. Initially it was thought to possibly be part of the ruptured balloon; however, further discussion turned to the possibility of a torn native leaflet, which was bulky and may have been overlooked prior to the valve deployment. The patient expired on postoperative day (pod) 2. The exact cause of death cannot be confirmed. The sapien 3 valve ¿looked great¿. The native annular valve area measured 456mm2 by CT. Mild annular calcification, moderate native leaflet calcification and mild aortic root calcification was reported. It was perceived that valvular calcium likely caused the balloon rupture.